Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after announcing breakfast, the user experienced a mild low while using the ilet bionic pancreas, and the device issued low glucose alerts; the user is new to the system and inquired about algorithm adjustment. Symptoms included hypoglycemia with a nadir of 65 mg/dl and no associated immediate health effects. Outcomes included a brief low glucose episode under 20 minutes that was self-managed without medical intervention or assistance. Investigation included complaint intake, troubleshooting, and user education regarding system behavior and carbohydrate treatment. Investigation of this case revealed hypoglycemia of unclear cause with device low-glucose alert functionality operating as designed and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.